Manufacturer narrative:
Investigation results: an investigation confirmed the customer's complaint that the unit does not stay on. Further investigation found that the handpiece would turn on and off on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this failure mode.

Event description:
The customer reported that, the shaver handpiece would not stay on. There is no report of injury or surgical delay associated with this event.